Event description:
The revision surgery was performed as the patient was experiencing instability on (B)(6) 2021, approximately 6 months after primary surgery on (B)(6) 2021. The glenoid baseplate (24mm), centered glenosphere (36mm), humeral cup (36/3) and cortical screw (26mm), were explanted except for the humelock reversed cementless stem (36/12). A glenoid baseplate (24mm), centered glenosphere (36mm), humeral cup (36/3), central screw (16mm) and locking screws (15mm, 2 each of 30mm and 35mm) were implanted.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).